Event description:
Device issue: sheath carving. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during advancing the thumb advancer he felt that "carving" was occurring. The device was removed and hemostasis was achieved using manual compression (20 minutes). There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.